Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vascu-guard had a "hair" strand inside the packaging. This was identified upon opening packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any particulate matter. The liquid from the sample's jar was decanted through filtering apparatus in an attempt to isolate any foreign material. None was found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.